Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and three devices. The visual inspection of the first photo depicts a twisted clip. The second photo depicts the patient labels from the (B)(4) lid. The first instrument was received partially applied with twelve remaining clips. The second instrument was received partially applied with eighteen remaining clips. The three sealed units had twenty clips each. Visual inspections of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left arteriovenous fistula procedure, two clip appliers had the clip legs malformed and crossed like scissors. A third device was opened and used to complete the procedure. There was no patient injury.